Event description:
New information received indicated the lead was explanted.

Event description:
It was reported that when patient presented in clinic for follow up, an alert for high hv lead impedance was observed. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.